Event description:
It was reported that, this electrode delivered an inappropriate shock with sense b like morphology type. The patient was lying on their back with no activity and no electromagnetic interference source in proximity. The system was programmed on primary configuration and no noise was reproducible through manipulations, isostatics or body movements. The technical services (ts) recommended to reprogram to secondary vector and monitoring via latitude. The system was reprogrammed to secondary as secondary showed good sensing according to physician. This electrode remains in service. No adverse patient effects were reported.